Event description:
It was reported that a 71-year-old hispanic female who underwent breast augmentation revision with unknown mentor gel implant experienced right sided baker grade ii capsular contracture, left sided baker grade IV capsular contracture, and left sided rupture post procedure. As a result, replacement with 600cc mentor memorygel breast implants was performed on (B)(6) 2022. See 1645337-2022-12167 for contralateral prosthesis report.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 5, 2023. The device, previously reported as unknown gel, is a 500cc mentor memorygel breast implant. Details have been populated in section d. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 5660292 number on september 26, 2023, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 8, 2023. The serial number was obtained. The serial number is (B)(6). The implant date was clarified to be (B)(6) 2007. Manufacturer¿s reference number: (B)(4).